Manufacturer narrative:
On december 10, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned device, determined that the breast implant was found to have a tear on the posterior view measuring approximately 8.9 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was reported to have experienced unspecified health issues and pain. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2025. Furthermore, during the surgery, the explanted left implant was observed to be deflated. This report is for the left breast prosthesis.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the shell of the implant was observed perforated with a fluid leakage. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference numbe (B)(4).